Event description:
It was reported that artifact was being mislabeled as atrial fibrilation and led to more frequent remote transmissions from the patient. The atrial fibrilation detection was reprogrammed to less sensitive to minimize the artifact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that artifact was being mislabeled as atrial fibrilation and led to more frequent remote transmissions from the patient. The atrial fibrilation detection was reprogrammed to less sensitive to minimize the artifact. The device remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.